Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 12-0x2071, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and to call back if malfunction code recurred, which customer acknowledged and understood.